Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the cause of the constipation was determined. When asked for the most likely cause and if this was related to the fall, electromagnetic interference, or pain medication, the hcp stated this was unrelated to the fall. The hcp stated the patient had pre-existing constipation and had been on amitiza since 2024. The hcp reported the patient would continue to follow up with their gastrointestinal provider for symptom management. The issue has been resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the codes in h6 have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the patient fell a couple weeks ago on their back and broke their pelvic bone. Caller stated patient was in the hospital for a week and had some mris done. Caller reported they turned patient's device off and turned it back on and patient was recovering now in a rehabilitation center. Caller stated they want to confirm that patient's therapy is on. Caller inquired if patient services can confirm more than what they can see on patient's handset. Caller confirmed they connected with patient's implant and confirmed patient's therapy was on. Agent reviewed role of patient services and external devices general overview. Patient services (ps) redirected caller to patient's healthcare provider to further check patient's implant. Agent inquired if caller has concerns about patient's therapy status/if patient is having symptoms and caller stated it was hard to tell and reported patient had been a little bit constipated. Caller mentioned patient was on a lot of pain medications. Caller provided event date as it's been going on for like the past two weeks after the fall. Caller clarified patient broke their pelvic bone from the fall and also sustained a small fracture in their back. Agent redirected patient to their healthcare provider to address the issue.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.